Event description:
Per (B)(6) , this lv lead was noted to have 'out-of range hvli measurements for the rv to svc and rv to can vectors" during a device change-out. The lead was capped and replaced. Should additional information become available, this event will be updated.